Event description:
It was reported that the ilet pump displayed alert 60 indicating a bluetooth communications error, persisted after multiple restarts and charging, consistent with a failure to read an input signal related to the device¿s circuit board; the user transitioned to an alternative insulin therapy until a replacement could be used. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed signal loss consistent with a communication failure, aligning with a failure to read an input signal and implicating the circuit board. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.